Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to flattened button dome switch. Unable to verify a21 alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer also reported that the insulin pump alarmed unexpected restart. Customer's blood glucose reading was 270 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.